Manufacturer narrative:
G code 4755: user error at the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user has been going hypoglycemic frequently. The patient was told she is overtreating the lows causing a roller coaster affect. The agent educated the patient on the 15 for 15 rule, and the patient verbalized understanding. They see the blood glucose (bg) go low after any physical activity. The lowest bg experienced was 39 mg/dl and was treated with fast acting sugars such as glucose tablets, candy, and juice. The patient experienced low energy and a foggy brain during the low and did not require any outside assistance to treat the low bg.